Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for three patient samples tested for elecsys insulin and the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). Of the three samples, one sample had an erroneous tsh result that is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.079 uui/ml. The sample was repeated, resulting as 1.03 uui/ml. The repeat result was believed to be correct and was reported to the patient. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 215131. The reagent expiration date was asked for, but not provided. The field service engineer checked the instrument and no issues were detected. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can likely be excluded based on the provided quality control data. Controls were within specified ranges and calibration signals were within expectations. Possible root causes for this event may be sample quality, insufficient maintenance, or bubbles/foam on reagent surfaces.